Event description:
Customer reports, a pt had the balloon burst on the gastrostomy tube in place and was taken to surgery for replacement of the gastrostomy tube.

Event description:
Customer reports, feeding tube was placed on may 4. On may 27, they found the tube would not flush. They took the pt to surgery for placement of a new g-tube on june 2. They got the tube in and filled the balloon and it burst. They had to put in another feeding tube.